Event description:
Subsequent to the initial MDR, additional information is required.

Manufacturer narrative:
(B)(4) h6: health effect - clinical code - additional. H6: health effect - clinical code - e2010 needle stick/puncture. H2: additional information.

Event description:
Subsequent to the initial MDR, a correction is required.

Manufacturer narrative:
(B)(4).

Event description:
It was initially reported on (B)(6) 2024 that the patient experienced a skin reaction on event date (B)(6) 2024. The wearable was inserted into the arm on (B)(6) 2024. The skin reaction was described as redness, pimples, infection, and pus from where the sensor was inserted. On 09/11/2024, additional information was provided. It was reported that that patient visited their doctor (date unknown) and the doctor prescribed oral medication (sulfamethoxazole-trimethoprim, twice a day for 10 days). At the time of follow up contact, the patient's skin was healed and the patient was doing okay. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
Cmpl (B)(4). Labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).